Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation'), device dislocation ('migration of essure/malposition of essure device location of device: pelvic cavity'), pelvic inflammatory disease ('pelvic inflammatory disease') and hydrosalpinx ('hydrosalpinx') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube" in (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines / headaches"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and hydrosalpinx (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, pelvic inflammatory disease, hydrosalpinx, pelvic pain, abdominal pain, dysmenorrhoea and migraine outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fallopian tube perforation, hydrosalpinx, migraine, pelvic inflammatory disease and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2017: failure to occlude (close) fallopian tubes, perforation (fallopian tube). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation'), device dislocation ('migration of essure/malposition of essure device location of device: pelvic cavity'), pelvic inflammatory disease ('pelvic inflammatory disease') and hydrosalpinx ('hydrosalpinx') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube" in (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines / headaches"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and hydrosalpinx (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, pelvic inflammatory disease, hydrosalpinx, pelvic pain, abdominal pain, dysmenorrhoea and migraine outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fallopian tube perforation, hydrosalpinx, migraine, pelvic inflammatory disease and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2017: failure to occlude (close) fallopian tubes, perforation (fallopian tube).. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-sep-2020: pfs received- event injury was deleted. New events- pelvic inflammatory disease, hydrosalpinx, dysmenorrhea (cramping), migration of essure device/ malposition of essure device location of device: pelvic cavity, migraines / headaches,failure to occlude (close) fallopian tube,perforation (fallopian tubes), pelvic pain and abdominal pain were added. Lab data and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.